Event description:
It was reported that during a da vinci hysterectomy procedure. The staff reportedly observed a broke cable on the mega suturecut needle driver instrument. There were no missing and/or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed a broken grip distal cable. The grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at wrist. Other cables at wrist were not damaged. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Additional observation not reported by site was distal pulley damage. Mechanical indentations were also found at the edge of the distal pulley along with visible scratch marks on the pulley's surface. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.